Event description:
It was reported that the patient dropped their system controller on (B)(6) 2025 while they were showering. In the morning on (B)(6) 2025, the patient received a driveline fault alarm. Log files were sent for review, and the log files captured driveline power fault alarms beginning at 6:10 am on (B)(6) 2025. In addition, the log file captured numerous low flow events on (B)(6) 2025. There did not appear to be any type of equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. A self test was performed on the system controller, and the driveline was x-rayed. The driveline connections were checked including the modular cable connection. All lines were checked for breakage and any bends or twists in the lines. The system controller and modular cable were exchanged and the driveline fault alarm stopped. The modular cable connector had several areas of corrosion noted inside when changed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the fluid ingress was not confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6) passed all functional testing procedures. The controller was connected to a known working test power module, test system monitor, test modular cable, and mock circulatory loop and was able to be run for an extended period without issue. The controller was opened and inspected at the component level to be physically unremarkable. The provided information indicated the controller was dropped while the patient was showering. Although not confirmed, per provided information, the root cause for the reported fluid ingress was due to user error in dropping the controller in the shower. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 instruction for use section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and no external power alarms. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.